Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that he was having problems with the sensor, keeps getting lost sensor alarm. Customer stated that she removed the sensor after a couple days, and noticed that the sensor electrode was not attached to sensor and it may be inside of customer body. Advised customer to make sure the sensor electrode did not remain in his body and to follow up with his doctor as needed. Nothing further was reported.